Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of right atrial (ra) lead, noted atrial under-sensing during recorded episodes. The ra lead remains in use. It was also observed the left ventricular (lv) lead threshold increased. The lv lead remains in use. No patient complications have been reported as a result of this event.